Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Prior to insertion of the device, it was noted that the patient had a small and rotated heart. The clip was inserted and attempted to be deployed on the leaflets. It was noted that the gripper line removability was not performed, and the physician attempted to remove the gripper line prior to removing the lock line. After removing roughly 5mm of the gripper line, it became stuck and was unable to be removed. The physician decided to open the clip and removed it from the anatomy. An additional clip was inserted and successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported mechanical jam associated with inability to remove the gripper line was not confirmed and the improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported inability to remove the gripper line in this could not be determined. It should be noted that the mitraclip system instructions for use (IFU) instructs the user to establish gripper line removal (eglr). A warning statement is provided after this step that states: "failure to establish gripper line removability prior to deployment of the clip may result in the inability to remove the gripper line. Additionally, the IFU provides the instructions to remove the lock line which is prior to removal of the gripper line. In this case, the user error of not performing the eglr and attempting to remove the gripper line prior to the lock line likely did not result in the inability to remove the gripper line. There is no indication of product issue with respect to manufacture, design or labeling.